Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device experienced normal battery depletion and was being replaced. The physician had difficulty disconnecting the device and noted the set screws for the device connector were stripped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion was found to be normal, however the set screw was found to have a rounded socket.